Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the yoke of the microscope was loose and had too much movement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The yolk screw had been broken, due to excessive force applied. The company representative repaired the yolk and replaced the set screw the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. An internal investigation was opened to address the issue. (B)(4).